Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was observed. The helix fully extended and tissue was entwined within the helix. There were no anomalies/damages noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that perforation occurred during implant. Two days later, the right ventricular (rv) lead was explanted and replaced. It was indicated that the perforation was not due to the product, and that the patient was doing well. No adverse patient effects were reported.